Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement prior to gastric bypass surgery. The patient was prepped and draped and under ultrasound guidance, the right femoral vein was accessed. A sheath was advanced and a venogram was performed. The renal veins were identified at l2 and the iliac bifurcation at l4. The filter was deployed at the level of l2-l3 below the renal veins. The sheath was removed and pressure was held. Approximately ten years seven months post filter deployment, a retrospective review was completed of a CT scan performed seven years eight months post filter deployment which demonstrated a filter in place; however, only five of the long struts were able to be visualized. With the possibility of a detached filter limb, the decision was made to attempt filter retrieval. The patient presented for filter retrieval approximately one week later. The patient was prepped and draped in sterile fashion. Under ultrasound guidance, the right internal jugular vein was accessed and a sheath was advanced. An inferior vena cava venogram demonstrated no thrombus within the filter or vena cava. A retrieval cone was advanced and was unable to capture the filter due to the filter being slightly tilted. An angled catheter and wire were advanced and the retrieval cone was able to capture the filter and the sheath was advanced over the filter as much as possible. The filter, retrieval cone and sheath were removed up to the neck; however, the retrieval cone and sheath were removed and the filter remained in the internal jugular vein. The right neck was anesthetized and an incision was extended longitudinally and dissection was carried down to the jugular vein. The filter was grasped and removed. The wound was closed in layers and hemostasis was obtained. The filter was inspected which showed all struts present. One filter limb was completely detached, but was held to the filter with some scar tissue. The patient tolerated the procedure well and was transferred in good position. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Approximately ten years and seven months post filter deployment, a retrospective review was completed of a CT scan performed seven years and eight months post filter deployment which demonstrated a filter in place; however, only five of the long struts were able to be visualized. One week later, an inferior vena cava venogram demonstrated no thrombus within the filter or vena cava. A retrieval cone was advanced and was unable to capture the filter due to the filter being slightly tilted. An angled catheter and wire were advanced and the retrieval cone was able to capture the filter and the sheath was advanced over the filter as much as possible. Dissection was carried down to the jugular vein to remove the filter. The filter was inspected which showed all struts present. One filter limb was completely detached, but was held to the filter with some scar tissue. Based on the provided medical records, the investigation can be confirmed for a tilted filter, detachment of filter limb, and difficulties removing the filter. The difficulties removing the filter were reportedly due to the position of the tilted filter. It is unknown how the filter became tilted or the limb became detached. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient was scheduled for filter placement prior to gastric bypass surgery. The right femoral vein was accessed and the filter was deployed at the level of l2-l3 below the renal veins. The deployment sheath was removed and pressure was held. Approximately ten years seven months post filter deployment, a retrospective review was performed of a CT scan which demonstrated a filter in place; however, only five long struts were visualized. The decision was made to attempt filter retrieval due to the possibility of a detached limb. The right internal jugular vein was accessed and the retrieval cone was unable to capture the filter due to slight tilt. An angled catheter and wire were advanced and the retrieval cone captured the filter and the sheath was advanced over the filter as far as it could go. The retrieval cone, filter and sheath were removed up to the neck; however, only the sheath and retrieval cone and the filter remained in the jugular vein. A longitudinal incision was made and dissection was carried down to the jugular vein. The filter was grasped and removed. The neck was closed in layers and hemostasis was achieved. Visual inspection of the filter demonstrated one detached limb which was connected to the filter with scar tissue. The patient tolerated the procedure well and was transferred in good position. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, lumbar spine films were performed, which revealed that the filter was present, but the struts could not be counted. Approximately ten years and seven months later, computed tomography (CT) revealed that an inferior vena cava filter was clearly seen. However, only five of the long struts were able to visualize. Approximately two years and eleven months later, filter removal procedure was performed with the possibility of a detached filter limb. A micropuncture needle was used to cannulate the right internal jugular vein under ultrasound guidance without difficulty. A 0.018 wire was placed through this and the needle was replaced with a catheter. The 0.018 wire was exchanged for a 0.035 wire which was placed down into the inferior vena cava under fluoroscopic visualization. The micropuncture catheter was removed and a small incision was made in the right neck with a knife. The bard retrieval sheath and dilator were then placed over the wire and down to the inferior vena cava under fluoroscopic visualization. The dilator and wire were removed and then inferior vena cava venograms were performed with the above findings. Specifically, there was no thrombus within the inferior vena cava filter or inferior vena cava. Initially, the cone was passed down to the filter, but the filter tip could not be grasped. There might have been some tilt in the anteroposterior direction to the filter with slight tilt toward the patient¿s left. Therefore, an angled glide catheter and angled glidewire was passed to the left lateral side of the filter. The cone was then placed over the wire and the filter was able to grasp at that time. The sheath was placed over the filter as much as possible and then gentle traction applied. The filter was able to be released but could never get it all the way into the sheath. The right neck was then anesthetized with additional lidocaine. The incision was extended longitudinally with a knife. Dissection was carried down to the internal jugular vein. The filter was grasped and removed. The wound was closed in layers and hemostasis was obtained. The filter was inspected which showed all struts present. One filter limb was completely detached but was held to the filter with some scar tissue. Hemostasis was excellent at that site. The filter was inspected on the back table with the above findings. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The patient was scheduled for filter placement prior to gastric bypass surgery. The right femoral vein was accessed and the filter was deployed at the level of l2-l3 below the renal veins. The deployment sheath was removed and pressure was held. Approximately ten years seven months post filter deployment, a retrospective review was performed of a CT scan which demonstrated a filter in place; however, only five long struts were visualized. The right internal jugular vein was accessed and the retrieval cone was unable to capture the filter due to slight tilt. An angled catheter and wire were advanced and the retrieval cone captured the filter and the sheath was advanced over the filter as far as it could go. The retrieval cone, filter and sheath were removed up to the neck; however, only the sheath and retrieval cone and the filter remained in the jugular vein. A longitudinal incision was made and dissection was carried down to the jugular vein. The filter was grasped and removed. The neck was closed in layers and hemostasis was achieved. At some time post filter deployment, it was alleged that filter migrated and struts perforated. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.